Manufacturer narrative:
Lot: 14050915. (B)(4). A review of the manufacturing records for the device verified that the lot met all pre-release specifications. The device was not returned; consequently, a direct product analysis was not possible.

Event description:
On an unknown date ten years ago, a patient was treated with open surgery for an aaa aneurysm. A pseudoaneurysm developed in the proximal anastomosis area just 3 cm from the renal artery. A dilatation of the right femoral artery was also observed. On (B)(6) 2015, three gore excluder aaa endoprostheses were placed to exclude the aortic lesion. A gore viabahn endoprosthesis was placed into the right femoral artery. The procedure was successful. It was reported to gore that the last part of (B)(6) 2015, the patient presented with an infection in the abdominal region. On an unknown date, all the endovascular devices were in the process of being explanted and the patient expired during open surgery. Sepsis and infection from the previous surgical procedure was the cause of death. It was stated that the infection was likely related to a streptococcus bacteria from the surgical devices and not related with the gore devices.